Manufacturer narrative:
H11: manufacturing review the device history records have been reviewed and this lot met all release criteria. Investigation summary: one 7g encor biopsy probe was received for evaluation the device included a partial sample tray assembly and a removable probe cover the saline cap was not returned the product packaging and label were returned referencing ecp017g and lot vtjua001 the probe was received with protective tubing and appeared to be clean a visual inspection was performed including rotation of the probe body to assess for cracksnone were observed the probe gears appeared clean the aperture was received in the closed position no damage was identified to the rear housing prior to functional testing with an inhouse driver the proximal retaining cap component was examined under magnification no damage was observed on the left or right sides the returned probe was attached to two inhouse driver housings that have tighter tolerances and fit without issue the returned probe was then loaded into the inhouse driver using an inhouse saline cap and calibrated unsuccessfully during inspection of the returned probe and functional test setup it was observed that the encor probe shaft seal was detached from the mating components and the sample tray seal was found stretched no issues were found with the functional test set up or inhouse equipment due to the noted condition of the device further functional testing could not be performed dimensional evaluations of both the shaft seal and trap chamber components were conducted according to the applicable product drawings all measured dimensions were found to be within specification based on the complaint sample evaluation the reported calibration issue was confirmed additionally the investigation was confirmed for the identified detachment of device or device component a definitive root cause could not be determined based upon the provided information. Labeling review: as the reported event did not allege a labeling or use related issue a labeling review is not required. Section a through f: the information provide by bd represents all the known information at this time despite good faith efforts to obtain additional information the complainantreporter was unable or unwilling to provide any further patient product or procedural details to bd.

Event description:
It was reported that prior to a ultrasound-guided vacuum-assisted breast biopsy, the device allegedly displayed error code 1011. There was no patient contact.